Manufacturer narrative:
This report is being supplemented to provide additional information based on a re-evaluation of the subject device. The olympus service center found the main power switch is stuck intermittently. Several other technical defects were noted such as the tank holder is bent, the front panel mouth is damaged and there is corrosion and heavy dust inside the scope socket. A definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation of the main power switch being stuck intermittently. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the specific root cause of the stuck main power switch could not be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Please see the updates in sections d8, h3, h4, h6, and h10. The device was returned and an evaluation was completed for it. During inspection, olympus confirmed the reported event, error code b30 occurred likely due to a foreign material or moisture adhering to the electrical contacts. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to a foreign material or moisture adhering to the electrical contacts. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation is still pending. The customer stated the two cf-hq190l scopes would be returned to olympus for evaluation as well as a precaution due to possible water invasion due to cleaning. The investigation is ongoing and follow up is currently being performed.

Event description:
The olympus sales representative reported on behalf of the customer, there was a b30 scope communication error when using the evis exera iii xenon light source was connected to a 190 model scope series during a colonoscopy. There was a five (5) minute delay when the scope was exchanged out with a 180 model scope series. There was no patient harm associated with this event.